Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery with using gamma 4 u-lag screw, as it appeared that the femoral head were separated by hammering in the u-blade."

Event description:
As reported: "during surgery with using gamma 4 u-lag screw, as it appeared that the femoral head were separated by hammering in the u-blade."

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information such as patient medical records as well as the affected device must be available in order to determine the exact root cause of the issue. The operative technique provides warnings for a safe procedure; take care during u-blade insertion with the hammer to avoid implant and/or bone damage. Observe the indicator rings of the rc guide and rc inserter to stop hammering when the u-blade is in its final position, indicator rings aligned. Take care during the procedure to avoid unintended bone and soft tissue damage which could lead to severe post-operative complications, such as avascular necrosis, which may lead to implant failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.